Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the peritonitis event. The day after hospitalization the patient was treated with injection of vancomycin (1 gm, route and frequency not reported) and injection of amikacin (125mg, route and frequency not reported) for the peritonitis event. It was reported the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.